Event description:
During an ipg replacement due to end-of-life, the physician damaged the pt's lead. The physician attempted to insert the lead into a new ipg and an extension, but was unsuccessful. As a result, the procedure was aborted and the damaged lead was left in the pt. The pt has chosen not to take further action at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.